Event description:
It was reported that the pulse generator had entered into backup mode. No additional information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.